Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife was reported via phone call that, the customer was send to hospital on an unknown date and then has been in rehab and they also lost the meter to low blood glucose. The insulin pump will not be returned for analysis.